Event description:
It was reported that the device was used during a laparoscopic procedure. The device was fired twice. As the reload was being removed, it broke off in the jaws of the device and remained in the base of the jaws and could not be removed. The or time was extended by 15 minutes and a new device had to be opened. There was no consequence to the patient.